Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. The scope was no presoaked in a detergent solution and the scope was not wiped/brushed during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the complaint was not confirmed. Evaluation did find that water tightness was lost due to damage on the up/down knob, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover was discolored, the bending section cover adhesive had a white clouded area, water removal ability did not meet the standard value due to clogging of the nozzle, the connecting tube was dented, the universal cord was wrinkled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the lens of the gastrointestinal videoscope was foggy. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a foreign object came out of the distal end of the scope. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material was not identified. A specific root cause of the foreign materials being stuck in the biopsy channel could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). Gif/cf-170 series describes how to detect the suggested event in chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.